Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio- 1.4. Time- 9:11 am. Inratio- 2.2. Time- 9:53 am. Therapeutic range: unk. Caller does not test on the meter; unable to provide technique or pt specific info. Account has multiple meters, but is only seeing ann issue with this meters.

Manufacturer narrative:
Investigation pending.